Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A 2.25x23mm xience sierra drug-eluting stent (des) was successfully deployed at the lesion. However, while withdrawing the non-abbott guidewire (gw) to be exchanged, for better support, the gw was noted to get caught on the implanted stent. Subsequently causing the stent struts to crumble, and therefore a non-abbott stent was deployed to cover the damaged stent and the procedure was completed. There were no adverse patient sequela nor clinically significant delay reported. No additional information was provided.